Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by the failure of the receptacle unit and the fpc board. The cause of the failure of the receptacle unit and the fpc board could not be identified. -from the device evaluation results, it was confirmed that the endoscope image was not displayed and scope error e315 occurred due to the failure of the receptacle unit and the fpc board. -olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed, or flickering. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that when the device was combined with the olympus 150 series of gastrointestinal videoscope gif and broncho videoscope bf, and the rhino-laryngo videoscope enf-v2, the endoscopic image was not displayed. In addition, a scope error e315 was displayed on the monitor. Error e315 means that the endoscope is incompatible with the video system center, or the video system center or the endoscope malfunctions.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the reported event was caused by a failure of the video connector socket and fpc board. -the video connector socket was loose. -(B)(4) monitored the device for two business days, but when the device was combined with the 170 series of gastrointestinal videoscope gif and broncho videoscope bf, and ultrasound system (endoscopic ultrasound center EU-me1 and ultrasound gastroscope gf-uct180), there were no abnormalities in the endoscopic image. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.